Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had critical pump error and another pump error alarm. The blood glucose level was 7, 8 mmol/l. The customer received the critical pump error as well a broken force sensor was detected during seating or regular delivery. The troubleshooting was performed for critical pump error. Explained to the customer that the insulin pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.